Event description:
Customer reported spin collar luer lock disconnected from angio catheter hub, resulting in blood loss. Customer reported the spin collar appears to have shallow threads and that it does not rotate more than 180 degrees, both of which cause it to skip over the angio catheter threads. Event occurred in peds anesthesia. There was no report of patient harm or medical intervention. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer because it was discarded. The customer's complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.